Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient was treated with fortum (1 gm daily, ongoing, route not reported) and reflin (1 gm, daily, ongoing, route not reported) for the event. Pd therapy was ongoing. The patient was recovered from this peritonitis event. No additional information is available.